Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile faults) was due to shorted 5.4 v, and thermally damaged u6, u1004, and u1005 components on the computer/analog board, causing fault. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported displaying discharger profile fault flags.